Event description:
It was reported that the user disconnected from the pump due to inability to perform a full supply change, administered multiple manual injections, then resumed the pump while glucose was elevated around 313 mg/dl and rising, followed by multiple ¿more than meal¿ announcements, including when not eating, to obtain insulin; the user later disconnected again for a manual injection and went to sleep, and the next morning glucose was 70 mg/dl without going below that level. Symptoms included sleepiness, headache, and difficulty focusing vision during hyperglycemia reaching 401 mg/dl. Outcomes included no hospitalization and no emergency care. Investigation included troubleshooting and user education regarding appropriate meal announcement timing and avoiding false or corrective meal entries, and a recommendation to perform a factory reset, which was completed. Investigation of this case revealed inappropriate use of meal announcements as correction boluses and pump disconnection with interim multiple daily injections, which are inconsistent with intended use and contributed to hyperglycemia. It was concluded, based on previously established findings for similar reports, that user technique and off-label use of meal announcements were the primary causes.